Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with myocarditis. The patient was found to have endured an ischemic stroke after explant of the device, suspected as occurring during support.